Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles in device inner surface, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and one opening sharp in the plug strap. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare provider reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. The device remains implanted.